Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to cracked head end weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to cracked head end weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.